Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported receiving restart alert 38 (motor stall). The highest recorded blood glucose (bg) was 377 mg/dl. A complete supply change was performed, insulin delivery was resumed, and bg corrected. The device provided a high bg alert. No medical intervention was required.